Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the trocar during a total laparoscopic hysterectomy, the spring grip and cannula broke when adjusting the device. Another device was used to complete the case. There was no patient injury.